Event description:
It was reported the device was used during a coronary artery bypass with endoscopic saphenous vein harvest procedure. It was reported the p.a. Fired the al236 from the ftv04 kit several times successfully. On approximately the tenth firing the clip jammed in the jaws of the device. The clip was removed with a kelly clamp. The subsequent clips that were fired from the device were malformed. An al326 was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID.